Event description:
The manufacturer received information alleging a trilogy evo ventilator required service. The device was not in use on a patient at the time of the occurrence. The trilogy evo ventilator was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed the internal flow verification test step during testing due to saline contamination. In conclusion, the device's blower assembly, blower bellow seals, mounts, and hoses, blower chassis plate, were replaced to address the issue. Additionally, during the service of the device, preventive maintenance was performed, and the internal and detachable batteries, muffler assembly, particulate filter and air inlet foam filter were replaced. The 3-way solenoid valve, proportional valve, blower cap, cooling fan, fan retainer, machine flow sensor and tubes were replaced due to contamination. An ambient light sensor verification: luminance failure occurred due to keypad disconnected unrelated to the reportable malfunction/issue. This device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.